Event description:
It was reported that the articular surface could not be inserted using the articular surface inserter.

Manufacturer narrative:
This report will be amended when our investigation is complete.